Event description:
A patient reported through the (B)(6) that the device was left on and the medicine cup molded to the machine. The patient turned off the device after the morning treatment. When the patient went to take the noon treatment, the machine was on and smoke came from the machine and the medication cup had melted. Evaluation summary: the device was not returned for investigation. The device history records were reviewed and no evidence was found to indicate non-conformance to the manufacturing and/or design specifications. No conclusion can be made at this time. Device manufacture date: 02/2010. (B)(6).